Event description:
Event description guidant received information that, during an attempted implant procedure, the pacing impedance of this defibrillation lead consistently measured over 2000 ohms (measured multiple times). It was also reported, however, that the threshold was 0.7v @0.5ms.